Manufacturer narrative:
The device was not returned for investigation. A review of the lot history record was performed. The device met all specifications. No conclusion can be made.

Event description:
A clinical incident involving a perc dlr wand was reported to arthrocare corp. Following a plasma disc decompression procedure, the patient complained of leg pain of right side. Patient was prescribed pain medication. At last visit on (B)(6), 2007, patient was prescribed neurontin, flexerol, and vicodin. No further info is available.